Event description:
It was reported that a 3.5 x 08 mm nc trek was being used for post dilatation of an unknown artery. As the balloon catheter was being advanced there was resistance and when pulling back the device, the proximal shaft separated. It is unknown if the resistance was with another device or the anatomy. The device was easily removed from the anatomy. It is unknown how the procedure was completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event - estimated, as it was reported that the procedure was sometime in (B)(6) 2014. Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.